Manufacturer narrative:
(B)(4).

Event description:
Quite often the g6 reading doesn't match the finger prick reading. For instance, tonight the g6 showed 289, but the freestyle lite showed 230. The g6 didn't reflect the proper value for over one hour. I've had this happen before and I recalibrate, only to have it be incorrect the other direction later on. My readings at night frequently show hyperglycemia. Earlier this week, it was vibrating all night saying my level was high. I performed a corrective bolus. Two hours later, it still showed as high (approximately the same reading) so I gave another corrective bolus. Three hours later, I woke up. All of a sudden, the g6 was showing severe hypoglycemia. The g6 continued to show it getting worse. (B)(6) 2018, (B)(6), diligence completed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.